Manufacturer narrative:
Device was initially received for the complaint that the device plunger sensor was checked and out of box failure occurred. During investigation found the plunger issue is a reportable malfunction that could interrupt therapy. Review of event log/alarm history found and confirming the customers complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection, the pumps plunger was not properly aligned with the ear clip causing the issue. The plunger tube and carriage were replaced. In addition, the plunger pcb was replaced due to failure to detect a syringe. The pump was recalibrated and tested passing all performance verification testing.

Event description:
It was reported that the device plunger sensor was checked and out of box failure occurred. During investigation found the plunger issue is a reportable malfunction that could interrupt therapy. The event occurred during testing and there was no patient involvement or harm.